Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged fill tubing issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process with multiple cartridges. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.